Manufacturer narrative:
The field service engineer found no cause for the event and verified the instrument's performance. Per the labeled specificity claim of the assay: single false positive results can occur with the elecsys hiv duo assay. No further issues were reported after the service visit. The investigation did not identify a product problem.

Manufacturer narrative:
The hiv duo reagent expiration date was not provided. The cobas e 801 analytical unit serial number was (B)(6). The field service engineer performed preventive maintenance on the system, an instrument check, and a mechanical check with successful results. He then verified that the system was performing within specifications. The instrument was back in operation. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 8 patients' samples tested with elecsys hiv duo assays on a cobas e 801 analytical unit. Sample 1 and sample 2 were: initially tested for hiv on abbott alinity, and the results were negative. Elecsys hiv duo results: positive. Geenius hiv ½ confirmatory test result: negative. Sample 3, sample 4, sample 5, sample 6, sample 7, and sample 8 were: elecsys hiv duo results: positive. Geenius hiv ½ confirmatory test results: negative.